Event description:
Initial result for a pt creatinine was 3.5 mg/dl. When repeated, the result was 0.7 mg/dl. The incorrect result was not used to guide therapy. The field svc rep found the instrument had bad measuring cells and repaired the instrument by replacing the cells.